Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone and fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. The customer stated there was ¿leakage next to the wings of a nexiva catheter. The placement was well done with reflux and when it started the infusion, the product circulated well in the tubing with appearance of the leakage.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the provided unit was not found to be defective after visual analysis and testing. DHR review showed all related sampling was executed and performed as intended. Qn review showed one unrelated defect was identified during production. The defect was not confirmed through the investigation. The cause was not identified during the investigation. The nexiva product has been modified since the configuration of the complaint product to reduce the occurrence of leakage at the septum. (Acr 13-3300-755) the cannula to septum assembly process was modified. No additional actions are needed at this time.